Event description:
It was reported that faradrive steerable sheath clear was selected for ablation procedure. During the procedure when the sheath was inserted into the body to get into the right femoral vein, air was continuously drawn from the port when backflow occurred, which may be due to the valve damage. The procedure was successfully completed by using another same device. The device was received for analysis and investigation is still in progress. It was further reported that no abnormalities or leak were noted during the sheath use. Devices used included versacross connect faradrive, farawave, starter. Irrigation was performed using an infusion at 30ml/h. Air bubbles were observed at the sheath flush port but no air was seen in the patient. The guidewire was stored inside the catheter during farawave insertion.

Event description:
It was reported that faradrive steerable sheath clear was selected for ablation procedure. During the procedure when the sheath was inserted into the body to get into the right femoral vein, air was continuously drawn from the port when backflow occurred, which may be due to the valve damage. The procedure was successfully completed by using another same device. The device was received for analysis. It was further reported that no abnormalities or leak were noted during the sheath use. Devices used included versacross connect faradrive, farawave, starter. Irrigation was performed using an infusion at 30ml/h. Air bubbles were observed at the sheath flush port but no air was seen in the patient. The guidewire was stored inside the catheter during farawave insertion.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the referenced faradrive steerable sheath was analyzed. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified tears in both the inner and outer valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress).